Event description:
It was reported that the screen on the external pulse generator (epg) turned black after turning on forty minutes. The device was returned for repair. It was indicated on the paperwork that there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that a low battery condition contributed to this event. No other anomalies were found with this device.